Manufacturer narrative:
Continuation of d11: product ID: 3391s-40; lot#: v385898; implanted: on (B)(6) 2011; product type: lead; product ID: 3391s-40; lot#: v385898; implanted: on (B)(6) 2011; product type: lead; product ID: 37712; lot# serial#: (B)(6); implanted: on (B)(6) 2011; explanted: on (B)(6) 2019; product type: implantable neurostimulator; product ID: 37085-60; lot#serial#: (B)(6); implanted: on (B)(6) 2011; product type: extension; product ID: 37085-60; lot# serial#: (B)(6); implanted: on (B)(6) 2011; product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any .

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the patient¿s high impedance issue was not determined. No actions were taken to resolve this issue and the issue was not resolved before the patient was discharged from the hospital. The patient¿s weight at the time of the event was asked but was not given by the provider. Reference regulatory report#: 3004209178-2019-13354 as it appears this is a continuation of the same issue.

Manufacturer narrative:
Continuation of d11: product ID: 3391s-40, lot#: v385898, implanted: (B)(6) 2011, product type: lead; product ID: 3391s-40, lot#: v385898, implanted: (B)(6) 2011, product type: lead ; product ID: 37712, serial# :(B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: implantable neurostimulator ; product ID: 37085-60, serial#: (B)(6), implanted: (B)(6) 2011, product type: extension; product ID: 37085-60, serial#: (B)(6), implanted: (B)(6) 2011, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was still unable to feel stimulation where she needed it the most (8-11) since implant. The rep reported that she went up to 12 ma and saw oor. The rep noted that she saw impedances around 7-8k ohms and that impedances measured the same previous to replacement. The rep provided the following impedance values: reference 0 1-600 2- 800 3 - 3120 8, 9, 10 - ~3,000-4,000 11- ~7,000. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the oor, out of range high impedances and not feeling paresthesia wasn¿t determined. The rep reported that they programmed the oor and impedance; paresthesia was never achieved. The rep reported that the patient had no complaints but wasn¿t able to reach paresthesia in post-operative. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who implanted with a neurostimulator for spinal cord stimulation. It was reported that out of regulation (oor) was seen on the clinician tablet. It was reported that the impedances were >4k ohms. Rep noted that the patient was previously programmed on 2/0 and 8/10 contacts. Rep stated they were having problems attempting to get these programmed without running into oor. Multiples contacts were reported to be out of range. It was reported that every configuration the caller used on 8-11 lead was resulting in no paresthesia. The rep stated he tried bipoles, guarded and double guarded cathodes with no results. The rep noted he was able to use a contact configuration at 40hz 18usec and 14ma without oor but the patient was not getting paresthesia. Patient was able to get stim on 0-3 lead but it was in her lower neck and not where it had been before a similar configuration. Rep stated he was going to try 8-9-10 at 300 usec and 50hz and see if that would resolve the issue. It was reported that since patient's implant on (B)(6) 2019, the rep has had issues programming where patient could feel stimulation. No further complications were reported/anticipated.